Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use are known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with angina. On (B)(6) 2014, the patient underwent a coronary stenting procedure to treat 90% stenosis in the left anterior descending (lad) artery. The 3.0 x 18 mm xience xpedition stent was implanted and the patient was discharged to home on (B)(6) 2014. At a follow up visit on (B)(6) 2015, coronary angiography noted thrombosis in the stent and medication was administered. In (B)(6) 2016, the patient was re-hospitalized with angina. Medication was administered; however, coronary angiography was not performed. No additional information was provided.